Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was fractured approximately 5.0 cm from the proximal end and bent approximately 17.0 cm from the proximal end. The pusher assembly mid-joint and distal detachment tip (ddt) were retracted proximal to the introducer sheath friction lock and the embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned ruby coil revealed the pusher assembly mid-joint and ddt were retracted proximal to the introducer sheath friction lock. The mid-joint outer diameter (od) is larger than the rest of the pusher assembly. This allows the introducer sheath to properly seat on the ruby coil. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. Further evaluation revealed the pusher assembly was fractured and bent. This damage likely occurred due to forcefully advancing the ruby coil against resistance, or during packaging for return. The second ruby coil and microcatheter mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00023.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, two ruby coils stopped advancing through a lantern microcatheter (lantern) and were both removed. The physician flushed the lantern and completed the procedure using eleven new ruby coils and the same lantern. There was no report of an adverse effect to the patient.